Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found a problem in the image processing computer, but no conclusion can be drawn as repair info is not available.